Event description:
It was reported that a (B) (4) handheld computer screen was freezing while interrogating a vns patient. Further information was received from the neurologist's office indicating the handheld was freezing on the interrogation successful screen. Furthermore, the neurologist was instructed by a company representative to reseat the flash card but the issue prevailed. A soft reset was then performed and allowed the neurologist to successfully interrogate the patient. Furthermore, it is known that under certain conditions, the reported screen freeze event can occur with the (B) (4) computer.